Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Polar ice py003. It was reported that during the cryoablation procedure, the patient experienced transient st segment elevation after ablation of left inferior pulmonary vein (lipv) with complete regredient <10 minutes. The reported suspected cause was an air embolism. No corrective actions were taken and the outcome was unknown. The device was disposed of and therefore will not be returned. No further information was provided.